Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2020).

Event description:
It was reported that some time post chronic catheter placement, the device was allegedly unable to be infused. There was no reported patient injury.

Event description:
It was reported that some time post chronic catheter placement, the device was allegedly unable to be infused. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one broviac s/l catheter repair kit was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The silicone adhesive package was found damaged. Silicone adhesive was noted on the distal end and opening of the blunt needle. During functional evaluation, the needle was not patent to infusion and aspiration. However, the investigation is inconclusive for the reported failure to infuse as a catheter with an attached external repair segment was not returned and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2020), g4. H11: f10 (device), h6 (results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.